Event description:
The customer reported the system displayed an error message and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the xrt generator. The system operates as intended.